Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 6x12 shim has a small piece of plastic broken off of the posterior aspect of the shim.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.